Event description:
A customer reported that their AED battery was depleted and the unit would not power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.